Event description:
It was reported that during normal follow up, externalized conductors between the rv and svc coils were observed via x-ray. One episode of noise was seen on the device records. The lead will be monitored. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.